Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the pump history of a pump reflected occlusion alarms (alarm number = 2) while in use with a cleo 90 infusion set. Troubleshooting involved a system check, which showed occlusion at the site. Blood glucose levels were adversely affected and reported to be over 400mg/dl. The patient was also in diabetic ketoacidosis. Pump bolus corrections were used to address the high blood glucose. No permanent injury was reported.